Event description:
It was reported that the patient experienced bruising at the infusion set insertion site with all infusion sets since switching from TruSteel to VariSoft on (b)(6) 2026, reported a high blood glucose reading displayed as High, administered a correction injection via Multiple daily injection.

Manufacturer narrative:
Initial 1 of 2.Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.